Event description:
Revision of shoulder components due laxity in the joint. During revision, the surgeon noted that one of the humeral tray screws was loos although it remained well fixed.

Manufacturer narrative:
Engineering evaluation pending return of device.